Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware during a routine follow up (approximately 4 years post op) on a patient with an observed sac enlargement (unknown diameter). There was no identified endoleak at the time. Upon review of the reported CT images, a type 3b of the proximal extension was observed. Patient underwent a successful re-line with an afx graft on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical was able to confirm the endoleak type 3b of the cuff and the sac growth. It was noted that at 49 months post implant, patient was observed to have a type 3b endoleak from a CT scan (will be reported on a separate report) of the main body with stent cage dilation (B)(4), and dilation at the cuff (B)(4). There was also loss of overlap of near component separation. Physician elected to perform a secondary procedure (reline with non endologix stent) on 03/16/2018. Based on the CT images, clinical also observed an occlusion on the right femoral artery and a left iliac dissection. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the stretched and breached fabric of both component was the use of strata material in combination with a tortuous, calcified proximal and calcified, small diameter distal anatomy. The most likely cause of the stent movement was the tortuous aorta in combination with stent cage dilation of both components. The patient was discharged home on the second post operative day on aspirin therapy. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to (B)(4). A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: suspect medical device (operator of device)- change to health professional.